Event description:
This event is a possible lawsuit, and will be dealt with through depuy acromed legal proceedings. Cage was used off-label (without pedicle screw fixation). The patient required surgical intervention due to a retropulsed device. Both cages were intact upon removal. The devices have not been returned. At this time, no further information is available.